Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that a cartridge alarm occurred. Reportedly, the customer had removed insulin from a filled cartridge after loading onto the pump. Tandem technical support informed customer on proper load procedure. A replacement pump was sent to resolve the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg.